Event description:
The customer contacted siemens and reported discordant test results were obtained on multiple patient samples from an advia centaur xpt immunoassay system. It is unknown if the initial test results were reported to the physician(s) or if repeat testing was performed. The customer did not provide test result data and number of patient samples. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that discordant test results were obtained on multiple patient samples from an advia centaur xpt immunoassay system. The customer reported that the system posted waste full errors and that there were multiple discordant results due to the event. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. Siemens is investigating.

Manufacturer narrative:
The initial MDR 2432235-2022-00194 was submitted on 01-jul-2022. Supplemental MDR 2432235-2022-00194_s1 was submitted on 18-jul-2022. Additional information (22-aug-2022): siemens headquarters support center (hsc) reviewed the available information, including the actions performed by the customer service engineer (cse). The cse found that the luminometer was wet and replaced the luminometer assembly. The cse also identified and a repaired a vacuum issue by cleaning debris from the water trap lid assembly, and replacing a clogged elbow fitting. The cse also replaced various vacuum tubings, ran an empty and fill procedure and a daily cleaning procedure without issue. The customer calibrated and ran quality controls with acceptable test results. The cause of the discordant test results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Manufacturer narrative:
The initial MDR 2432235-2022-00194 was submitted on 01-jul-2022. Additional information (08-jul-2022): test result data is presented in section b6 relevant tests/laboratory data, including dates. Siemens is investigating.